Event description:
The MFR received info alleging a "service required" alarm condition occurred and the internal battery was depleted. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaints were confirmed. The device's internal battery, power mgmt board, system board, and system to sensor board cable were replaced to address the issues. The ventilator was found to audibly and visually alarm, as designed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.